Manufacturer narrative:
The following could not be completed with the limited information provided: date of birth-ni, weight-ni, date of event - ni, device product code ¿ ni, expiration date ¿ na, date implanted ¿ ni, date explanted ¿ na, manufacture date ¿ ni. The product identification necessary to review manufacturing history was not provided. This device is used for treatment. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported tha the surgeon is seeking assistance for a replacement of the articulating surface implanted with a similarly sized one in a planned revision for instability.